Event description:
Patient reporting pump malfunction with legacy (B)(4). It gave her "high pressure" error multiple times. She made sure there were no kinks and cleared it but it occurred again. Patient was instructed to switch to other pump. Pharmacy will send replacement and box to return malfunctioning pump. No injury reported. Error occurred while patient was using the pump. No other information provided. Dose or amount: 70ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2012 to current.